Event description:
A device was returned to a third-party service center in connection with the voluntary field safety notice and recall notification related to the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. During evaluation, the service center conducted a visual inspection and observed evidence of foam degradation. The device powered on successfully, and airflow was verified. The service center confirmed that visible foam degradation was present, and the device was corrected.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.